Event description:
The patient reportedly experienced loss of lock between the internal device and external equipment. External equipment was exchanged, however, the issue was not resolved. Device testing produced abnormal results. Revision surgery will be scheduled.